Manufacturer narrative:
No pump error 37 or pump error 53 noted during testing, however pump error 37 noted in trace download analysis due to moisture damage. Insulin pump error 53 found in the pump history line number = 5632 and file number = 2005 due to software error. Unit passed self test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage. (B)(4).

Event description:
It was reported that the insulin pump had multiple insulin pump error. The customer¿s blood glucose was 5.8 mmol/l at the time of incident. Customer reported that they were able to clear the alarm and able to complete insulin pump rewind. The customer also stated that they performed the self test and they were able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.